Manufacturer narrative:
Upon receipt, the returned home monitor was tested and the reported behavior was confirmed, as the status light remained orange and communication was not possible. The observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. However, the first cause of this problem could not be fully identified, as the home monitor in question is permanently damaged. This case is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2024, the light remains stuck in orange.